Manufacturer narrative:
The reported events loss of capture and high pacing impedance were not confirmed. A complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture and high impedance measurements. The rv lead was removed and replaced. The patient was in stable condition.